Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the implanted right atrial (ra) lead exhibited loss of sensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Final analysis found the inner coil in the connector region was over torqued consistent with procedural damage. No other anomalies were found.

Event description:
New information received notes that the right atrial (ra) lead was dislodged which was confirmed via chest x-ray. The ra lead was explanted on (B)(6) 2025.